Event description:
A malfunction alarm with the code "malf 24" was reported, and there was no adverse impact on the customer's blood glucose level. The customer arranged to use a backup therapy called mdi while waiting for the resolution. Technical support initiated the process to replace the malfunctioning pump with one that included updated software. Instructions for putting the pump into storage mode and returning it to tandem were provided, along with details on receiving the replacement pump. The customer understood and acknowledged all instructions.